Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the report. The biomed reported that the user had made an unspecified error during the procedure. The staff further reported that after performing the CT scan, the pt was taken to the intensive care unit. The pt was originally admitted to the hospital on (B)(6) 2011, and was discharged in a stable condition on (B)(6) 2011. The subject device was returned to olympus for evaluation. The device was subjected to extended operation, but no anomalies were noted with the air delivery from the subject device. The airflow was tested and determined to be consistent. The evaluation did not observe any abnormal air supply during the evaluation of the device. The air pipe joint was inspected and no anomalies were detected. The front panel was noted to be worn and there were stains on some of the labels. The pins on the connector showed evidence of wear on the connector socket, and corrosion on some of the electrical connector pins. The device was serviced and was returned to the user facility. The exact cause of the user's report could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the user felt resistance with the light source air delivery and, then delivered more air. The pt's blood pressure and heart rate reportedly then increased dramatically. The user elected to remove the unidentified model of endoscope from the pt and aborted the procedure. The user reportedly believed that the abdominal wall had striations and possible perforation. A CT scan was performed and was said to show no confirmation of striations and perforation.